Manufacturer narrative:
The fogarty embolectomy catheter was received for evaluation. During visual examination, balloon was found ruptured at the central area. The balloon edges did not appear to match at the ruptured region. Through lumen was patent without any leakage or occlusion. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and the product passed with a nonconformance reported on the DHR. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the device manufacturing the units go through a balloon inflation process. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter ". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, when inflating this fogarty catheter, the balloon burst. There was no allegation of patient injury. The device was received for evaluation and the balloon edges did not appear to match at the ruptured region. Patient demographics unable to be obtained.